Manufacturer narrative:
The check of the DHR of the lot # involved (2015ag0l3) did not show any pre-existing anomaly on the (B)(4) devices manufactured with this lot#. We will submit a final report on this issue once the investigation will be completed.

Event description:
Intra-operative breakage of the thread of the curved cup impactor occurred during a hip surgery. Surgery time extended. No other reported consequences for the patient. Event occurred in (B)(6).